Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels in the 40 mg/dl range; cause was unknown. Health care provider adjusted basal rates, and the customer consumed orange juice to address low bg. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 14 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Blood glucose (bg) of 53 mg/dl was entered into the pump by the user on (B)(6) 2020 at 7:12:10 pm. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 7:10:55 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 2:18:27 pm date: (B)(6) 2020 iob: 1.20 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 53 was recorded at 7:10:55 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 7:10:55 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 2:18:27 pm date: (B)(6) 2020 iob: 1.20 requesting a bolus with iob may lead to a low glucose event. Blood glucose (bg) of 37 mg/dl was entered into the pump by the user on (B)(6) 2020 at 5:44:40 pm. Continuous glucose monitor (cgm) value of 43 was recorded at 5:50:55 pm on (B)(6) 2020. Continuous glucose monitor (cgm) values of 43 to 52 mg/dl were recorded at 6:05:54 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 43 was enunciated at 5:50:55 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 45 to 50 mg/dl were recorded at 04:55:50 am to 05:15:50 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 04:55:50 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 48 to 53 mg/dl were recorded at 06:35:49 am to 06:40:49 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 06:20:49 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of 51 was recorded at 01:15:48 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 01:15:48 am on (B)(6) 2020. A user initiated tubing fill of size 18.91 units was observed at 10:08:03 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s) while having insulin on board (iob): time: 9:54:15 pm date: (B)(6) 2020 iob: 3.84 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 45 to 51 mg/dl were recorded at 04:50:47 am to 05:00:47 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 04:50:47 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of 48 was recorded at 10:27:18 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 48 was enunciated at 10:27:18 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 7:52:42 pm date: (B)(6) 2020 iob: 3.57 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 42 to 52 mg/dl were recorded at 04:57:17 am to 05:22:17 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 04:57:17 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of 53 was recorded at 03:27:12 am on (B)(6) 2020. Continuous glucose monitor (cgm) value of 53 was recorded at 03:37:12 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 03:22:12 am on (B)(6) 2020. A user initiated tubing fill of size 16.73 units was observed at 7:49:38 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Continuous glucose monitor (cgm) values of 52 to 53 mg/dl were recorded at 8:32:10 pm to 8:42:10 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 8:32:10 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 6:21:31 pm date: (B)(6) 2020 iob: 2.35 requesting a bolus with iob may lead to a low glucose event. The user made the following bolus request(s) while having insulin on board (iob): time: 4:15:37 pm date: (B)(6) 2020 iob: 2.27 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 53 was recorded at 04:37:10 am to 04:42:10 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 04:37:10 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 46 to 53 mg/dl were recorded at 1:17:09 pm to 1:32:09 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 1:17:09 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 50 mg/dl were recorded at 04:47:06 am to 05:07:06 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 04:47:06 am on (B)(6) 2020. A user initiated tubing fill of size 17.82 units was observed at 9:15:58 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.